Manufacturer narrative:
A steris service technician inspected the surgical table and replaced the table's electronic unit and tilt level sensors. When the technician tested the table he noted the hydraulic lines cleared. Subsequent testing could not duplicate the reported problem, all table articulations functioned properly and the surgical table was placed back in service. As a precaution, a replacement hydraulic manifold was ordered and will be installed upon receipt and the current manifold will be returned to steris for further evaluation. No further issues have been reported with the tables since the reported event.

Event description:
The user facility reported that when the surgical table was commanded to return to the level position from the left tilt position, it moved through the level position and into the right tilt position. This event occurred at the conclusion of a patient procedure and no injuries were reported to the patient or hospital staff.